Event description:
It was further reported that the target lesion ws located in a 2.75mm diameter, 95% stenosed portion of the mid circumflex (cx) coronary artery. This lesion was being treated for intra stent restenosis. The lesion was predilated with a 2.5x30mm balloon at 14 atmospheres. The shaft fracture occurred inside the patient. The physician retrieved the stent delivery system and the guiding catheter and completed the procedure with a new guiding catheter and a new stent of unknown type or size. There were no patient complications. The patient is reported as normal and doing well.

Manufacturer narrative:
As no device was received for analysis, it is not possible to determine the root cause of the complaint incident. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. All units are packaged appropriately in order to protect them from any external damage. As the root cause of the complaint incident is unknown, no further corrective action is to be initiated. All relevant personnel have been notified of this complaint. We will however continue to monitor and trend is no compromise with product quality. Should we receive any further information at a later date, which could alter the conclusion of this investigation, then this investigation will be re-opened in an effort to determine the root cause of the complaint reported.

Event description:
During a coronary artery drug eluting stenting treatment procedure the catheter shaft fractured. The physician was placing a taxus express2 2.75 x 28 mm drug eluting stent when "rupture of the shaft of the delivery catheter of the stent during stenting" occurred. There was no report of pt injury or complication. Additional info has been requested.